Event description:
It was reported the programmer would not recognize/interrogate intermittently, despite changing the programmer rf (radio-frequency)h ead. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was broken, the keyboard and keyboard hinge were broken, the keyboard sliding cover was missing, the stylus was damaged and the left antenna was out of electrical specification. (B)(4).

Event description:
It was reported the programmer would not recognize/interrogate intermittently, despite changing the programmer rf (radio-frequency) head. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).